Event description:
The customer contacted stryker to report that their device had a damaged therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the device's housing and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.